Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 50 events were reported for this quarter. Product return status: 17 devices were received. 7 devices were not available for evaluation. 26 devices were evaluated based on historical data analysis. 50 devices were not labeled for single-use. 50 devices were not reprocessed or reused.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 28 events had patient involvement; no patient impact.

Event description:
This report summarizes 50 malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 28 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10, h6. 50 previously reported events are included in this follow-up record. Product return status: 18 devices were received. 6 devices were not available for evaluation. 26 devices were evaluated based on historical data analysis.